Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular lead experienced high impedance. It was also reported that the patient may have been exposed to electromagnetic interference. The lead is still in use. No patient complications have been reported as a result of this event.